Event description:
It was reported that during a tonsillectomy surgery, after connecting the wand to the controller, an electric leakage occurred. Another brand new wand was used to complete the surgery. No patient/user injury or other complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode with contamination/discoloration on the three electrodes and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation, the returned wand was activated in saline solution using a known good controller. The wand was activated performing ablate and coag functions and creates plasma as intended. The complaint was not verified and the root cause could not be determined since the device functioned as intended. Factors unrelated to the design or manufacture of the device which could have contributed to the reported event includes: (1) a loose connection to the controller, (2) insufficient saline to maintain plasma creation, or (3) an issue with the used concomitant devices. There were no indications to suggest the device did not meet product specifications upon release into distribution.